Manufacturer narrative:
Updated fields- d8, d9,g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion, component codes) h11, corrected fields- d4 a getinge field service engineer (fse) evaluated the unit and found the pressure input connector was broken and replaced fiber optic module (0997-00-1169).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has fiber-optic sensor module failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.